Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The provider states the back of the seat is sagging. He states the end user is a plopper and tend to flop down with all her weight. He states the crossbrace holes are stripped as well from the plopping.